Event description:
Information was received that a pt with an automatic implantable cardioverter defibrillator (aicd), which is under clinical investigation, in appropriately shocked the pt. The physician performed an invasive procedure and found that the pt's two rate sensing leads were discolored and had a chocolate milky fluid 4.5cm up from the tip of the lead. The physician implanted a bipolar endocardial (tranvenous) lead to replace the two unipolar myocardial (epidural) leads. The two unipolar myocardial leads were capped and remain implanted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.